Manufacturer narrative:
Report required by FDA for eua. Eua # (B)(4). Investigation not complete at time of initial report. Follow-up to be submitted upon completion of investigation.

Event description:
User reported false positive result. Negative pcr.

Event description:
User reported false positive result. Negative pcr.